Event description:
It was reported that 2 bd posiflush¿ normal saline syringes were found with damage on the end of their barrels while opening the packaging. The following information was provided by the initial reporter, translated from chinese to english: "it was found the end of barrel (flange) damaged when opening the package."

Manufacturer narrative:
Investigation: two samples were received. Both have the barrel flange damaged, therefore failure mode is verified. A broken or damaged plunger rod is likely caused by a jam on the assembly machine. If there is a mistiming between the assembly of the plunger rod to the barrel, it could case the plunger rod to break and/or be damaged. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd posiflush¿ normal saline syringes were found with damage on the end of their barrels while opening the packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "it was found the end of barrel (flange) damaged when opening the package."